Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("cramping") and genital haemorrhage ("severe bleeding") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with surgery (essure devices removed). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the abdominal pain lower, genital haemorrhage and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower and genital haemorrhage to be related to essure (ess205). The reporter commented: she was forced to undergo a major surgery as a result of her essure implants. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('cramping') and genital haemorrhage ('severe bleeding') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), abdominal distension ("bloating") and pelvic pain ("pain"). The patient was treated with surgery (essure devices removed). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the abdominal pain lower, genital haemorrhage, abdominal pain, menorrhagia, vaginal haemorrhage, abdominal distension and pelvic pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: she was forced to undergo a major surgery as a result of her essure implants. Most recent follow-up information incorporated above includes: on 28-may-2019: pfs received. New events - abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), bloating, pain were added. New reporter were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.